Event description:
Integra 800 generated result of 0 on multiple patient samples for ck and amylase. Same samples repeated on integra 400 generated believable results. Information provided does not indicate if the results were used to guide therapy. The field service engineer determined there was an rt1 probe flow failure on the integra 800. The rt1 probes were replaced by the field service engineer. Performance check tests were performed.